Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, opening, crease fold and opening crack. Leak test was performed and found delamination on diaphragm valve and opening. A microscopic analysis was performed which identified delamination in the diaphragm valve and opening striated in the anterior side. Based on the device analysis, the final assessment is delamination of the diaphragm valve assessed as adhesive failure, a crack opening on diaphragm valve due to cracked valve seat diaphragm valve and a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side deflation. Device was explanted.